Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An eval will be performed once the device is returned. (B)(4).

Event description:
Treatment of an aneurysm located in the left middle cerebral artery (mca) bifurcation. It was reported that after the lvis stent was deployed and the delivery system was removed, the physician noticed a radiopaque tip looks like the distal tip/coil of the lvis delivery pusher wire was in the pt vessel. There is no plan to retrieve the broken segment at this time. No pt injury was reported.